Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. Despite multiple attempts, the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Codes in section h6 were updated or corrected.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to develop tonsil cancer . The patient is undergoing chemotherapy and radiotherapy in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058).